Event description:
Customer reported table has stopped functioning. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The field service of baxter performed an onsite investigation at the hospital. The failure "table has stopped functioning" could confirmed during the inspection. It was identified that the cable from a motor to the column controller was loose. During the service record review, it was noticed the device was repaired a month ago and the motor was exchanged. The cable was obviously not reconnected correctly when the motor was replaced or was accidentally loosened. A component-related failure or systematic design error can be excluded. The failure was resolved by reconnecting cable and the device was working as intended. Based on this, not further actions are required.

Manufacturer narrative:
Inspection of the device is pending and results will be provided by a final report.

Event description:
Customer reported table has stopped functioning. This report was filed in our complaint handling system as complaint#: (B)(4).